Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the metal end of the usb cable detached from the cord and remained in the pump usb port. The metal end was unable to be removed from the port. There was no reported adverse impact to the customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.